Event description:
Boston scientific received information that this patient received a shock due to noise/oversensing on the right ventricular channel. The patient was admitted to the clinic and after reviewing transmission by the remote monitoring system out of range pacing and shock impedances were noted, as well as a rise in pacing thresholds. The patient was admitted to the hospital after the device was programmed to aai pacing and all therapy off. No fracture was noted on x-ray. Another follow up took place days later and the right ventricular lead was once again tested and revealed no sensing and out of range pacing impedances. A revision took place. During the changeout procedure oversensing was noted on the right atrial lead. An inquiry was made to see if the right atrial lead should be explanted as well. The right atrial lead implanted is a competitor lead. Technical services discussed that the location of the right atrial lead needs to be determined to see if this might be contributing to the oversensing. Additional information received noted that this right ventricular lead will be returned for analysis. No adverse patient effects were reported. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
(B)(4). Upon return and analysis this investigation will be updated.